Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.